Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had a jaw dislocation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no abnormalities were observed with the force bipolar instrument, including physical damage, dislodged or misaligned components, or issues with the jaws being stuck closed before removal. No pieces from the distal end detached or broke off, and there was no visible damage to the conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: review of the provided image is consistent with the customer reported complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed, and the findings did not replicate or confirm the customer reported event. The visual inspection did not show any kind of discoloration on the grips. Internal visual and external inspection revealed no abnormalities. The log reviews revealed no errors. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed the grip test and energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues.